Event description:
Patient was implanted with tibial nail on (B)(6) 2012. It was discovered on an unknown date the patient had a nonunion. Patient returned to or on (B)(6) 2013 for removal of im nail, nail exchange, and bone graft due to non-union. This is 2 of 8 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot 5400957 revealed that the extension end cap for femoral nails, part number 04.003.006s, was manufactured by mark two engineering. Po 725796 for 25 parts was inspected to the synthes incoming final inspection sheet. The product conformed to all requirements. The certificate of compliance is dated 2/14/2007. 25 parts were released to the warehouse on 4/11/2007. No nonconformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.